Event description:
It was reported that the ankle restraint would not latch/lock due to a missing buckle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.